Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The reporter denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump¿s display was found to have a horizontal blue line going through it. When replaced by a test display, the display functioned properly, indicating that the display flex had failed.